Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: ng, inratio: 3.4, lab: 5.8. Date of event was not specified. (B)(6) 2012 was used in place since it is the date received by manufacturer. Caller mentioned that event happened in the last week at time of call. Pt had blood in urine and had bleeding in the brain.

Manufacturer narrative:
Investigation pending.